Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella 5.0 pump delivered to support a patient admitted in with cardiomyopathy and bridging to final care/measures. The impella 5.0 was placed while transplant conversations were ongoing. The support with the impella 5.0 and extracorporeal membrane oxygenation was successful for 14 days when explanted. At the time of explant, the team made an observation of aortic valve damage per a publication written by the medical team. The explant took place for placement of the heartmate ii. The valve was repaired by a park's stitch. The patient survived the event.

Manufacturer narrative:
Literature citation: a case of extracorporeal circulation where impella was converted to an implantable ventricular assist device using the mics approach extracorporeal circulation technology 2023; vol.50. No4,458- (0-1-5) h.10: literature citation was inadvertently omitted on the initial manufacturer device report number 1220648-2024-21383 and was added.